Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that during autotest, the heartstart mrx displayed a "device error service required" message. There is no reported pt involvement.